Manufacturer narrative:
(B)(4). D10: concomitant devices - persona medial congruent articular surface right 10mm 8-11/ef catalog#: 42522100810, lot#: 65930113, persona stemmed cemented tibial component right size f catalog#: 42532007502, lot#: 66524323, persona cemented all-poly patella 32mm catalog#: 42540200032, lot#: 66517820. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately six (6) weeks post-operatively to address instability from soft tissue failure. During the revision the femoral and articular surface components were revised and replaced to address the patient's valgus deformity. Attempts have been made; however, no additional information is available.